Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files did not confirm the report of low flow alarms. A specific cause for the low flow events could not be conclusively determined through this evaluation; however, the account communicated that they were likely related to an overfilled left ventricle. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted controller event log file captured the pump being connected to the controller on (B)(6) 2019 at 08:17:16 am, and the pump appeared to have ramped up to the fixed speed without issue. This appears consistent with the reported controller exchange. Throughout the remainder of the data ranging through (B)(6) 2019 01:41:04 pm, motor power ranged between 3.6 and 3.9 w, calculated flow ranged between 2.9 and 4.1 lpm, and calculated pi ranged between 5.5 and 10.1. No low flow alarms were observed during this time. The pump appeared to have functioned as intended above the low speed limit following the controller exchange. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen on clinic on (B)(6) 2019 and a log file review was requested. The patient was reported to be asymptomatic. The submitted log file was reviewed and the manufacturer's technical analyst observed a pump stoppage, which was due to disconnected drive line. No additional information was provided.